Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an product problem as previously reported due to the report of conversion to open procedure. Corrected information can be found the following fields b1, b2, h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to include "required intervention" h1 updated to "serious injury".

Manufacturer narrative:
Isi has not received the blue sureform 60 reloads or the sureform 60 stapler instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs for the sureform 60 stapler instrument associated with this event. The following additional information was provided: logs show sureform 60 part number 480460-07, lot l92190430-0132 fired two sureform 60 reloads (both blue). All firings were completed per the logs with no pauses for compression. No incomplete clamps in the procedure. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during the da vinci-assisted colostomy reversal procedure, the surgeon claimed that only one side of a staple line from a blue sureform 60 reload fire was present. The surgeon presumed that the staples may not have deployed from the reload. Although the conversion to an open surgery was planned partly due to patient anatomy and there was no patient injury reported, the surgeon elected to complete the anastomosis with a hand-held laparoscopic stapler instrument instead of using a backup surefrom stapler instrument.

Event description:
It was reported that during a da vinci-assisted colostomy reversal procedure, the surgeon had a blue sureform60 reload installed on the sureform 60 stapler instrument and fired. The intuitive surgical, inc. (Isi) clinical sales associate (csa) stated that the surgeon had fired twice with blue sureform 60 reloads. The first fire was to create the channel for the anastomosis, and the second fire was to close the common enterotomy. When the surgeon inspected the anastomosis, he alleged that only one side of the staple line from the first fire was present and presumed the staples may not have deployed from the reload. On 10-nov-2020, isi contacted the csa and obtained the following additional information regarding the reported event: the csa was present during the procedure. The csa stated that he inspected the reloads, and it appeared that all the staples were deployed, as they were not present in the reload. The cause of the issue is unknown. Additionally, the surgeon completed the procedure with a planned conversion to an open procedure with no reported patient injury. However, the stapler issue reinforced the decision for the conversion to an open surgical procedure. The surgeon completed the anastomosis with a handheld stapler instrument. The csa confirmed that the surgeon could have used a backup sureform 60 stapler instrument; however, he opted not to. The csa confirmed the following: there was no system generated errors, no pauses for compression or clamping issues, and there is no video recording or photographic images available for review. The csa stated that there could have been possible tissue tension; however, it is to be noted that the surgeon did not believe there was tissue tension. The sureform stapler instrument and the blue sureform 60 reload(s) will be returned to isi for evaluation.